Manufacturer narrative:
E1: patient city: (B)(6) patient country: greece.

Event description:
Reference number (B)(4) event occurred in greece. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The tubing got detached from the tubing connector. Infusion set was used for one day. The insertion site was the abdomen. No further information available.